Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible the connector was broken due to aging. A hard object may have hit the connector or stress was applied to the connector at attaching/detaching connecting tubes. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had damage cleaning connectors of the endoscope reprocessor. The cleaning tubes were in a condition that could be attached, and it was unclear whether the scopes that were cleaned in a damaged state, were used on patients. The issue occurred during reprocessing for a procedure that completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.